Event description:
The customer reported that the device displayed multiple alarms including "vent service required," "ac disconnected", "low o2 inlet pressure", and "flow sensor". The device was not in use on a patient at the time of the error messages. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer reported that the device displayed multiple alarms including "vent service required," "ac disconnected", "low o2 inlet pressure", and "flow sensor". The device was not in use on a patient at the time of the error messages. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation of the device, it was determined that the system printed circuit assembly board, oxygen blend module harness, oxygen blending module sub-assembly, and flow sensor were causing the issues found on this device. The following part was replaced to address these system errors, "ac disconnected", "low o2 inlet pressure", for this device: system printed circuit assembly board. The following part was replaced to address the failure of the internal flow verification test: flow sensor. The following part was replaced to address the vent service required errors on the device: system printed circuit assembly board, oxygen blending module, and oxygen blending module harness. After the repairs were made to the device, the performance verification tests were performed on the device, and it passed on the device.

Manufacturer narrative:
The customer reported that the device displayed multiple alarms including "vent service required," "ac disconnected", "low o2 inlet pressure", and "flow sensor". The device was not in use on a patient at the time of the error messages. A philips remote service engineer assisted the customer with this issue. The philips rse alleged the harness, oxygen blending module (obm), obm assembly, system printed circuit board assembly, and power supply would need to be further evaluated at the manufacturer¿s service center. The device was returned to the manufacturer¿s service center for further evaluation. The manufacturer's service technician evaluated the error log and observed error codes e0081(obm valve failure), e0149 (02 flow stuck), e0157 (o2 pressure railed). E0267 (voltage 3vs4 fail), e0270 (voltage 5vs1 fail), and e0384 (pressure sensor mismatch). The manufacturer¿s service technician replaced the device¿s system printed circuit assembly to address the ventilation service required (or pressure sensor mismatch), voltage 5vs1 fail, and voltage 3vs4 fail errors. The manufacturer's service technician replaced the device's obm and obm harness to address the obm valve failure, 02 flow stuck, & o2 pressure railed for this device. The manufacturer's service technician replaced the device¿s flow sensor to address the internal flow verification test step failure. After the parts were replaced on the device, the manufacturer¿s service technician performed the performance verification test, and it passed on the device. The system printed circuit assembly board, oxygen blending module (obm), obm harness, and machine flow sensor were returned to the product investigation laboratory (pil) for further evaluation. Pil installed the system pca on the trilogy evo stb and ran therapy for approximately 1.5 hours using the existing device settings on ac power and the system pca operated without issue, neither e-42 (ac disconnected), e-84 (o2 regulation), nor e-384 (pressure sensor mismatch) occurred. Pil concluded that the system pca operates as designed. Pil visually inspected the trilogy evo obm subassembly for visual defects and found that the inlet o2 fitting was removed. Pil installed the inlet o2 fitting in the obm subassembly and then tested the obm subassembly on the pil trilogy evo obm test station and passed all testing. Pil concluded that the obm subassembly operates as designed. Pil installed the trilogy evo obm harness on the trilogy evo stb and tested the obm harness on the pil trilogy evo multifunctional test station for obm hw interface verification and passed all testing. Pil concluded that the obm harness operates as designed. Pil visually inspected the trilogy evo system flow sensor for visual defects and found contamination inside the flow sensor. Pil then installed the flow sensor on the trilogy evo stb and ran therapy for approximately 1.5 hours without issue, neithere-84 (o2 regulation) nor e-384 (pressure sensor mismatch) reoccurred. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. Pil concluded that contamination caused the failure of the flow sensor. This failure is being investigated under fsn 2023-cc-src-003. Box: h has been updated to reflect the investigation findings. Additionally, the device codes, evaluation method, evaluation results code, component codes, conclusion codes, and the product UDI in box: d were updated to current reporting standard.